Event description:
Head trial came off real stem during trial and could not be located in patient. Patient required a second incision to locate the missing trial.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.